Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test and self-tests. The pump was received stuck in motor error loop during bolus/basal delivery. No motor position encoder error alarm noted in history screen. No unexpected self-test noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had a scratched display window, cracked display window, cracked case at display window corner, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported of a motor error and motor position encoder error from the insulin pump. The customer's blood glucose reading was 222 mg/dl. The customer stated that insulin squirted out during the end of the tubing. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer will be sent a replacement pump.